Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Month and day unknown. Only year (2017) is known. As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device stuck on tissue when the jaws could not be opened? If yes, how was the device removed? If yes, were the device jaws eventually able to be opened?

Event description:
It was reported that during an unknown procedure, the jaw of the device couldn't be opened. The device seems to be blocked. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4). Batch # p5672l. Device evaluation: the analysis results found that the atw45 device was returned with no apparent damage and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: was the device stuck on tissue when the jaws could not be opened? If yes, how was the device removed? If yes, were the device jaws eventually able to be opened? The device could not be used because it could not be closed since it was blocked from the beginning, it could not be introduced through the trocar. When manipulating it and exerting pressure on the jaws, it was observed that it can be closed but when the jaws open again it becomes blocked again. This cannot be done inside the cavity when the surgeon uses it.